Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: customer problem: customer reports several molecular fp. The bottles would flag as positive and a biofire test would be done. Biofire gave positive for candida tropicalis. Customer location (country): us. Steps taken with customer/troubleshooting: complaint questionnaire was send , plots and log files requested. Information about the bcid biofire results was send. Next steps (if necessary): pending response from customer. Resolution achieved (y/n)? : no. Quantity received and quantity affected: pending. Was this issue involving patient or nonpatient samples?: patient. Photos or returns requested?: yes. Follow up required y/n?: yes. If consumable is tested on bd instrumentation, list serial numbers: lot#: 2333803. Serial: also included in this issue was the plastic peds plus bottle (442020) - lot #2333803.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: catalog: 442020. Batch no.: 2333803. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ peds plus¿/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: customer problem: customer reports several molecular fp. The bottles would flag as positive and a biofire test would be done. Biofire gave positive for candida tropicalis. Customer location (country): us. Steps taken with customer/troubleshooting: complaint questionnaire was send , plots and log files requested. Information about the bcid biofire results was send. Next steps (if necessary): pending response from customer. Resolution achieved (y/n)? : no. Quantity received and quantity affected: pending. Was this issue involving patient or nonpatient samples? Patient. Photos or returns requested?: yes. Follow up required y/n?: yes. If consumable is tested on bd instrumentation, list serial numbers: lot#: 2333803. Serial: also included in this issue was the plastic peds plus bottle (442020) - lot #2333803.